Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. Far field r waves were noted on the right atrial (ra) lead and over-sensing of noise. It was also reported that the right ventricular (rv) lead exhibited over-sensing during high rate episodes and over-sensing of noise. Silicone rub insulation loss is suspected on both the ra and the rv leads. Reprogramming of both leads was completed. Post reprogramming the ra lead exhibited over-sensing of one episode. Both the ra and the rv leads remain in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.